Manufacturer narrative:
H3, h6: a clinical analysis was performed; however, the export file was missing a critical file which contains information regarding the navigation during the case. As this file was missing, it was difficult to determine why the image became stuck/frozen, nor can validation occur of the navigation execution flow. Therefore, there was insufficient information provided to determine the root cause of this event. Codes b19, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, an l4-s1 case. It was reported that all levels were accurate except s1 on the left. They sent it to trajectory 1, and the software showed the drill bit to be 20 millimeters (mm) deeper in the software than where it was sitting on the bone. Surgeon was able to navigate and complete the case. It was believed this may have been due to the stacked view of the slices. There was no impact to patient's outcome and there was no surgical delay time. Additional information was received. It was reported that the case was completed using the guidance system. After some explanation, the doctor proceeded with the guidance system and kept the screw proud until after the robot to advance further.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2. H3, h6) the system was serviced in the field. In summary, the reported issue could not be reproduced. Codes b01, c19, and d14 are applicable. H6) software was received and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.